Manufacturer narrative:
Additional information: a3, b5, b6, g3. Evaluation of the returned device was completed. The inserter was functionally tested and found to function as intended. Using the returned inserter and separate stent, the inserter was able to re-grasp and release 3 separate times; no issues were identified while retaining and releasing the stent and the inserter functioned as intended. No non-conformances were observed during the evaluation of the form, fit, and function of the inserter and stent was found grasped by inserter. Based on the information received and the investigation completed, the root cause of the reported event could not be conclusively determined. MFR# reference: 30072.

Event description:
Through follow-up, the surgeon provided the following additional information.reportedly, the left eye stent implantation was aborted. The reported hyphema was characterized as grade I (less than or equal to 1/3 anterior chamber vol.) Which was self-resolving with no sequelae. The iris damage was characterized as trivial/inconsequential damage. The reported event resolved and did not require any medical or surgical intervention.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation, but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema, elevated iop and iris damage are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema, elevated iop and iris damage are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular micro bypass stent procedure, the visualization was compromised due to intraoperative hyphema, resulting in iop increase and causing iris prolapse. Additional information has been requested.

Manufacturer narrative:
MFR# reference: 30072.

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the left eye stent implantation was aborted. The reported hyphema was characterized as grade I (less than or equal to 1/3 anterior chamber vol.) Which was self-resolving with no sequelae. The iris damage was characterized as trivial/inconsequential damage. The reported event resolved and did not require any medical or surgical intervention.